Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested, but not yet available.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead was not used and was replaced successfully.

Event description:
New information received on 04/09/2019 indicating that the lead was not used due to patient anatomy and vein position. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.